Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient presented to the hospital with aphasia and right sided weakness and these symptoms resolved within a minute. A computerized tomography (CT) scan was performed and revealed atherosclerotic calcifications along the cavernous internal carotid arteries without flow-limiting stenosis. It was determined the patient experienced a transient ischemic attack (tia). The patient¿s blood pressure medication was stopped to allow for more blood pressure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is an known potential complication associated with the implantation of an hvad pump. There was no evidence that the patient had a history of neurological dysfunction events. Of note, the patient's reported medical history indicated the patient has a history of ischemic cardiomyopathy. Possible factors that may have led to this event include, but are not limited, to a transient ischemic attack, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and/or and the patient's complex post-operative course. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with aphasia and right sided weakness and these symptoms resolved within a minute. A computerized tomography (CT) scan was performed and revealed atherosclerotic calcifications along the cavernous internal carotid arteries without flow-limiting stenosis. No intraluminal filling defect or proximal vessel occlusion was found. The symptoms the patient had when presented to the hospital and findings of the CT scan were determined to be a transient ischemic attack (tia). The patient¿s blood pressure medication was stopped to allow for more blood pressure. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.